Event description:
It was reported that during a heavily calcified, de novo, proximal-mid, right coronary artery stenting procedure, during advancement of a mini trek rx 2 x 15 mm balloon delivery catheter resistance was met with the non-abbott guide wire, but it crossed the lesion. Reportedly, the shaft was "worn out", but still able to be used for the procedure. The mini trek rx 2 x 15 mm balloon was inflated under the balloon rupture rate for seven inflations and on the eighth inflation at 13-14 atmospheres the balloon ruptured. The mini trek rx was removed without resistance. Other devices were advanced over the same non-abbott guide wire without resistance and a non-abbott balloon was used for the procedure successfully. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, grand slam, guide cath: heartrail 7f jr4, axess 7f jr3.5. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Removed-correction. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, dimensional, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. Based on the information reviewed, there is no indication of a product deficiency.